Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter after a male sling system was implanted. No patient complications were reported in relation to his event.